Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an approximate implant duration of 17 years due to unknown reasons. Another edwards valve was implanted in replacement.

Event description:
There is no indication or evidence of premature failure of the surgical valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added to b5. Corrected data: initial MDR was submitted inadvertently as this event was/is not reportable event. This MDR is being submitted as a correction.